Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure (batch no. 58565-inv, 20183879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle. Previously administered products included for birth control: ortho tri cyclen from 2001 to (B)(6) 2007. Concurrent conditions included obesity, hypertension, bleeding intermenstrual and intermenstrual bleeding. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) from (B)(6) 2009 to (B)(6) 2010 for birth control, naphazoline hydrochloride (eye drops) for dry eye, carvedilol for hypertension, meloxicam for joint pain as well as clindamycin, hydrochlorothiazide (hydrochlorthiazid) since (B)(6) 2009 and prednisone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("hormonal changes: bloating") and nausea ("nausea"). In (B)(6) 2009, the patient experienced hypersensitivity ("hypersensitivity/ allergic reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and iron deficiency anaemia ("anemia"). In january 2010, the patient experienced arthralgia ("joint pain"). In (B)(6) 2010, the patient experienced teeth brittle ("dental problems: brittle teeth"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dry eye ("chronic dry eye"). On (B)(6) 2017, the patient experienced bacterial infection ("recurring bacterial infection"), 8 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dental caries ("dental decay"), psychological trauma ("psych injury"), tooth disorder ("dental problems"), visual impairment ("vision problems") and tooth loss ("I have lost 6 so far and in the progress of losing 2 more") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, abdominal distension, female sexual dysfunction, iron deficiency anaemia, alopecia, bacterial infection, dry eye, dental caries and psychological trauma outcome was unknown and the teeth brittle, fatigue, nausea, weight increased, arthralgia, hormone level abnormal, tooth disorder and visual impairment had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, bacterial infection, dental caries, dry eye, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, psychological trauma, teeth brittle, tooth disorder, tooth loss, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 205 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 6 and 4. Patient received treatment for ddyspareunia (painful sexual intercourse),apareunia, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),anemia, fatigue, dental problems , hormonal changes, nausea, vision problems and weight gain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: hvsterosalpingogram confirms bilateral tubal closure with the essure device.. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menses, dysmenorrhea and anemia. Concerning the injuries reported in this case, the following one was reported via social media: tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event " I have lost 6 so far and in the progress of losing 2 more" was added. Reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. 58565-inv, (B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle. Previously administered products included for birth control: ortho tri cyclen from 2001 to january 2007. Concurrent conditions included obesity, hypertension, bleeding intermenstrual and intermenstrual bleeding. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) from (B)(6) 2009 to (B)(6) 2010 for birth control, naphazoline hydrochloride (eye drops) for dry eye, carvedilol for hypertension, meloxicam for joint pain as well as clindamycin, hydrochlorothiazide (hydrochlorthiazid) since (B)(6) 2009 and prednisone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("hormonal changes: bloating") and nausea ("nausea"). In (B)(6) 2009, the patient experienced hypersensitivity ("hypersensitivity/ allergic reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and iron deficiency anaemia ("anemia"). In january 2010, the patient experienced arthralgia ("joint pain"). In (B)(6) 2010, the patient experienced teeth brittle ("dental problems: brittle teeth"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dry eye ("chronic dry eye"). On (B)(6) 2017, the patient experienced bacterial infection ("recurring bacterial infection"), 8 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dental caries ("dental decay"), psychological trauma ("psych injury"), tooth disorder ("dental problems") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, abdominal distension, female sexual dysfunction, iron deficiency anaemia, alopecia, bacterial infection, dry eye, dental caries and psychological trauma outcome was unknown and the teeth brittle, fatigue, nausea, weight increased, arthralgia, hormone level abnormal, tooth disorder and visual impairment had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, bacterial infection, dental caries, dry eye, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, psychological trauma, teeth brittle, tooth disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6). The number of expanded coils that appeared trailing into the uterine cavity was 6 and 4. Patient received treatment for dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),anemia, fatigue, dental problems , hormonal changes, nausea, vision problems and weight gain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: hysterosalpingogram confirms bilateral tubal closure with the essure device.. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menses, dysmenorrhea and anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events added - abdominal pain, anemia, psych injury, hormonal changes, vision problems. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure (batch no. 58565-inv,20183879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle. Previously administered products included for birth control: ortho tri cyclen from 2001 to (B)(6) 2007. Concurrent conditions included obesity, hypertension, bleeding intermenstrual and intermenstrual bleeding. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) from (B)(6) 2009 to (B)(6) 2010 for birth control, naphazoline hydrochloride (eye drops) for dry eye, carvedilol for hypertension, meloxicam for joint pain as well as clindamycin, hydrochlorothiazide (hydrochlorthiazid) since (B)(6) 2009 and prednisone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("hormonal changes: bloating") and nausea ("nausea"). In (B)(6) 2009, the patient experienced hypersensitivity ("hypersensitivity/ allergic reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and iron deficiency anaemia ("anemia"). In (B)(6) 2010, the patient experienced arthralgia ("joint pain"). In (B)(6) 2010, the patient experienced teeth brittle ("dental problems: brittle teeth"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dry eye ("chronic dry eye"). On (B)(6) 2017, the patient experienced bacterial infection ("recurring bacterial infection"), 8 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dental caries ("dental decay"), psychological trauma ("psych injury"), tooth disorder ("dental problems"), visual impairment ("vision problems") and tooth loss ("I have lost 6 so far and in the progress of losing 2 more") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal haemorrhage, abdominal distension, female sexual dysfunction, iron deficiency anaemia, alopecia, bacterial infection, dry eye, dental caries and psychological trauma outcome was unknown and the teeth brittle, fatigue, nausea, weight increased, arthralgia, hormone level abnormal, tooth disorder and visual impairment had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, bacterial infection, dental caries, dry eye, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, psychological trauma, teeth brittle, tooth disorder, tooth loss, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 205 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 6 and 4. Patient received treatment for dyspareunia (painful sexual intercourse),apareunia, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),anemia, fatigue, dental problems , hormonal changes, nausea, vision problems and weight gain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: hvsterosalpingogram confirms bilateral tubal closure with the essure device. Imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menses, dysmenorrhea and anemia. Concerning the injuries reported in this case, the following one was reported via social media: tooth loss. Lot # (58565) is not valid. Lot number:20183879; manufacturing date: 2009-06; expiration date:2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.